Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. There was delayed response of the buttons on customer¿s insulin pump. It was mentioned that this usually happened when they were being asked to calibrate. Customer stated that the middle button was unresponsive. Customer stated that an alarm was in progress at the time the button was unresponsive. Alarm that occurred were blood glucose required and calibrate now. Customer was able to successfully clear the alarm. Customer stated that all buttons were responding. The customer was advised that the insulin pump allowed them a few seconds to read it and then it will respond after. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.